Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Nervous system problems [nervous system disorder]. Case description: a consumer reported that his mother, age unspecified, had used fixodent denture adhesive, version unk cream, poligrip denture adhesive cream, and possibly super poligrip denture adhesive cream, unspecified total daily use, and was having nervous system problems when she died three weeks ago, in (B)(6) 2010. The consumer stated that he thought zinc might be to blame for her nervous system problems. He had suggested to his mother that she switch to polygrip because it did not contain zinc, but discovered that she was still buying fixodent. The case outcome was fatal. No further info was provided.